Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer had failed. A field service engineer reseated connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.